Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty delivering a quick bolus. Reportedly, the issue was due to the wake button on the pump. There was no reported impact to the customer's blood glucose level. At the time of the report, the customer was able to deliver a quick bolus successfully.